Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received, ppf alleges infection and elevated metal ions after the first revision. After review of medical records, patient was revised to address pain and to improve function. Revision notes reported no related abnormalities. Doi: (B)(6) 2012 - dor: (B)(6) 2012 (right hip).